Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2015. The local representative reported that this patient was seen in-clinic the week before due to redness and oozing at the xyphoid incision. The incision was re-sutured at that time. A boston scientific representative was not present for this first product experience (pe). The patient was seen again in-clinic on (B)(6) 2015. Both the xyphoid and superior incisions were redden. According to the clinical representative, a small portion of the electrode (2mm) is visible. It appears that the patient may be scratching at the incisions. Ts commented that the patient seems to need some intervention before all three incisions are infected. Ts discussed the need of an antibiotic flush, resuture of the incisions and oral antibiotics. Boston scientific received information that a revision procedure of the xyphoid and superior incision sites had been scheduled for (B)(6) 2015. According to the local representative, the procedure was cancelled as the physician felt that the incision sites were not healing properly. No further surgical interventions were performed at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.